Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist) providing the pump serial number, model number, and implant date. The catheter implant date was provided. It was reported that the catheter was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 0231555105 implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The explant date of the catheter was provided. The catheter is to be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 0231555105 serial# implanted: (B)(6) 2026 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4)., serial/lot #: 0231555105, ubd: UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient's catheter dislodged. The issue was resolved at the time of report. It was reported that surgical intervention did not occur and was not planned. The patient's medical history indicated pediatric cerebral palsy. The patient's status was alive - no injury. No further information was reported.